Manufacturer narrative:
Results - visual inspection of the returned product found the lens optic torn and one haptic torn off. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reported stated an aq2003v silicone three piece lens was torn while being loaded into the cartridge, but was not noticed until after the lens was inserted. The incision was enlarged to remove the lens but sutures were not required.